Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, error code c-34 occurred on the integrated electrosurgical generator unit (iesu) when the surgeon activated monopolar energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reseat the instrument energy cable and power cycle the iesu, but the issue could not be resolved. The site continued the procedure with an external force triad generator. There was no reported injury. Isi performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The iesu was analyzed and tested in normal mode with an in-house system. Failure analysis investigations confirmed and reproduced error code c-34.